Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), h3: product ID: 97755, serial/lot #: (B)(6) was returned for product analysis. Analysis found the cable insulation was torn and the wires were exposed/broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and their family member regarding their implantable neurostimulator (ins). It was reported that they were getting a recharger problem message screen 84 and it was getting very hot. They were not able to charge the ins. They reset the controller and unplugged and replugged the recharger, but the issue did not resolve. No patient injury reported.